Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that on admission for generator replacement impedances were ran and all impedances on the right side were out of normal range (300 or less). Also noted right programming set to 0.0v on admission. Eri indicator was present, the generator was at 2.82v. The replacement was completed and impedances were ran out of normal range intra-op as they were pre-op. Programming remained unchanged, 0.0v. Impedances were ran pre-op 3x (twice with the tablet, once with the 8840) and intra-op 2x with the tablet. All impedances on that side remained out of normal range. The issue was not resolved. The extension and the leads remained implanted but out of service. There were no further complications reported. Additional information was received: it was reported that the patient was having normal battery replacement and then impedances were found in that device. Impedances were ran multiple times with the tablet and the 8840. The issue had not resolved. With the replacement the impedances were still out of normal range. There were no further com plications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was having normal battery replacement and then impedances were found in that device. Impedances were ran multiple times with the tablet and the 8840. The issue had not resolved. With the replacement the impedances were still out of normal range. There were no further complications reported.